Event description:
A literature report, "Coronary artery rupture during OCT-guided PCI using IVR for highly calcified lesions", was received by Shockwave Medical Japan. (DOI: Not Provided). This literature-based case report describes an 80-year-old female who presented with persistent chest pain and vomiting during physical exertion. Diagnostic evaluation demonstrated ST-segment elevation, elevated cardiac biomarkers, and reduced contractility of the inferior left ventricular wall consistent with acute coronary syndrome. Coronary angiography identified diffuse, heavily calcified severe stenosis in the mid-to-proximal right coronary artery. Percutaneous coronary intervention (PCI) was performed under optical coherence tomography (OCT) guidance revealed circumferential thick calcification. Intravascular lithotripsy (IVL) was performed using an appropriately sized balloon selected based on OCT measurements. Post-IVL OCT imaging confirmed multiple calcium fractures and calcification detachment; however, severe coronary artery dissection extending to the tunica media was also observed. Subsequent high-pressure balloon expansion and deployment of drug-eluting stents to achieve adequate lumen expansion resulted in coronary artery rupture with extravasation through frank perforation (Ellis Type III perforation). Emergency management was initiated using a double-guiding catheter technique with inflation of a Ryusei perfusion balloon at the rupture site. Covered coronary stents (PK Papyrus) were subsequently implanted, and the extravascular bleeding was successfully sealed. The procedure was completed with restoration of vessel integrity. The device information, event location, event date, and additional patient outcome information were not reported in the literature source.

Manufacturer narrative:
The device referenced in this report was not returned to Shockwave Medical, Inc. Therefore, a physical examination cannot be performed. The cause of the reported dissection and subsequent perforation could not be determined from the available information. The literature report does not provide sufficient information to identify a specific device, procedure, or patient-related factors. There was no IVL device malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, Shockwave Medical, Inc. has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.